Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection of the set noted a tear in the silicone segment located approximately 2 1/2 inches below the upper fitment. The tear was measured to be approximately 0.1 inches long. No other damage or issues were noted. Functional testing was performed and a leak was noted from the tear. The root cause of the customer¿s report of a leak was identified as a tear in the silicone segment. The cause of the tear is unknown.

Event description:
The customer reported that the tubing started to leak in the pump during delivery of platelets. There was no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.